Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 and (B)(6). 2025 due to two kinked cannulas leading to hyperglycemia. The infusion set was in use for 24 hours. The blood glucose level was 615 mg/dl at the time of event and the patient got treated with correction bolus and intravenous fluids of saline and insulin. The ketones level was found to be high and life threatening no further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.